Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure on (B)(6) 2025 after the start of the surgery, a break in the monopolar curved scissors was noticed. The tool was replaced with a new one and the procedure was completed according to the planned procedure. The loss of procedure time was less than 5 minutes. The remaining number of lives on the tool was 7. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.